Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A clinical application specialist (cas) went on site to observe and assist if any optimizing to the laser setting for the surgeon were required, and found no issues. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported a case of leaky primary incision of the right eye during laser assisted cataract procedures. Upon follow up, the reporter indicated gel was used to stop the wound leaking. Patient is doing well.

Manufacturer narrative:
Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).